Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a battery compartment crack. In addition, the display was dim and discolored. Unrelated to these issues, the pump casing was damaged at the u-groove and a test clip was unable to attach. In addition, the audio bolus button cover was damaged; however, the bolus button was responsive during the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. In addition, the display was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2016.